Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc on the left breast implant and with mentor memorygel breast implant 300cc on the right breast implant and suffered from chronic fatigue, cognitive dysfunction, difficultly concentrating, difficulty remembering, she doesn't feel strong, thinning hair, everything on her is dry, not able to get out of bed, heart palpitations, shortness of breath, her tongue is white and she is very good with oral hygiene, she has oral thrush, insomnia, anxiety, her hands are constantly cold like she has poor circulation, her feet are constantly cold like she has poor circulation, feels dehydrated, chronic neck pain, chronic back pain, she has to pull over when driving to shut her eyes, depression, notice decline in vision, digestive issues, constant bloating, mucus in her stool, gas, when she swallows her food she feels like she is choking, feeling like you are dying that comes and goes, mood swings, panic attacks, suicidal thoughts, diagnosis with bipolar. The patient is experiencing also pain and discomfort in her left breast. She can feel her left implant like it feels like it is pressing on her nerve. She feels like her left implant is inserted in a way where she can feel it. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.